Manufacturer narrative:
The product has been returned to masimo for evaluation. During evaluation, the battery was not capable of taking and/or holding a charge. The unit was able to function on ac power. The unit was found to visually and audibly alarm during alarm conditions. It was determined that the battery was defective.

Event description:
It was reported the device is not holding a charge and would only last 1-2 hours. The unit would only work on ac power. There is no report of any patient impact or consequence as a result of the issue.